Manufacturer narrative:
Additional narrative: reporter is a synthes employee. Part: 03.010.475. Lot: 1l67052. Manufacturing site: (B)(4). Release to warehouse date: january 10, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip was broken, and both the broken piece was returned. No other issues were identified with the returned device. Dimensional inspection: measured dimensions: tip shaft od = conforming document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed. Connector f/insertion handle f/pfna. Investigation conclusion: the complaint condition is confirmed for the driving cap. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection on unknown date, the insertion handle for suprapatellar and driving cap were found in the tray, damaged. There was no patient involvement. It was further reported that the threads of the insertion handle were damaged and that the threaded portion of the driving cap was broken off. This report is for a driving cap. This is report 1 of 1 for (B)(4).